Event description:
It was reported that the rotaflow console was running through batteries despite the device was plugged in. When the battery was discharged, the user had to use the manual crank and replaced the device. (B)(4).

Manufacturer narrative:
The device in question was investigated in the hospital by a local service technician. A defective power supply cable was found. According to the service report the defective cable was replaced.